Event description:
It was reported that during the device upgraded procedure, the patient experienced asystole after bovie was used in the pocket and no pacing was observed from the pacemaker. The patient required external pacing. The physician was uncertain whether the pacemaker device was "nicked" during the bovie use. When tested with the analyzer, the device still did not pace. The pacemaker was explanted and was replaced with an implantable cardiac defibrillator. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.